Manufacturer narrative:
The insulin pump was received with battery cap damage due to a stripped coin slot, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that they are unable to remove the battery cap on the insulin pump. Customer also stated that the insulin pump shut off without notice. Customer's current blood glucose reading is 254 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.